Event description:
It was reported that the device was exhibiting telemetry issues. No intervention was performed at this time. There were no adverse health consequences to the patient.

Event description:
New information received indicated that the patient presented to the clinic and the device could not be interrogated with the programmer. No additional information was available.